Manufacturer narrative:
Approximate age of device ¿ 7 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that intraoperative was complicated by major bleeding leading to elevated lactate dehydrogenase (ldh) and hemolysis. Unspecified medication was administered/adjusted. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.